Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The high blood glucose remained elevated for three to four hours. The high blood glucose had been treated with correction. The patient had been using the insulin pump system within forty-eight hours of the reported high blood glucose event. No further information available.